Manufacturer narrative:
The device is expected to be returned for analysis. A supplemental report will be filed at that time.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode was in the hospital for myocardial infarction ischemia, during which the patient experienced inappropriate shocks due to sinus tachycardia. The patient had previously been shocked twice for atrial fibrillation however, the timing of that was unknown. The s-ICD was attempted to be interrogated in which a charge time (CT) error code was observed along with a shock impedance measurement of 7 ohms. It was noted that the last 2 shock episodes exhibited low sensing and amplitude. An electrode fracture had been suspected however an x ray that was performed revealed no significant findings. Ultimately, the patient underwent a change out procedure in which the s-ICD and electrode were explanted. A new s-ICD system was implanted and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to h6 patient codes - pain and discomfort added. The device is expected to be returned for analysis. A supplemental report will be filed at that time.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode was in the hospital for myocardial infarction and ischemia, during which the patient experienced inappropriate shocks due to sinus tachycardia. The patient had previously been shocked twice for atrial fibrillation however, the timing of that was unknown. The s-ICD was attempted to be interrogated in which a charge time (CT) error code was observed along with a shock impedance measurement of 7 ohms. It was noted that the last 2 shock episodes exhibited low sensing and amplitude. An electrode fracture had been suspected however an x ray that was performed revealed no significant findings. Ultimately, the patient underwent a changeout procedure in which the s-ICD and electrode were explanted. A new s-ICD system was implanted and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to h6 patient codes - pain and discomfort added. The device is expected to be returned for analysis. A supplemental report will be filed at that time. This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Prior to device decontamination, telemetry was normal, and a complete hex memory download was performed. Visual inspection noted electrical overstress damage in the header. The battery was tested; the voltage was lower than expected (9.22 volts). Engineers concluded that electrical overstress damage affected some of the internal components in this s-ICD, resulting in the observed inappropriate shocks, charge time error code, low sensing and amplitude and low out of range shock impedance measurement.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode was in the hospital for myocardial infarction and ischemia, during which the patient experienced inappropriate shocks due to sinus tachycardia. The patient had previously been shocked twice for atrial fibrillation however, the timing of that was unknown. The s-ICD was attempted to be interrogated in which a charge time (CT) error code was observed along with a shock impedance measurement of 7 ohms. It was noted that the last 2 shock episodes exhibited low sensing and amplitude. An electrode fracture had been suspected however an x ray that was performed revealed no significant findings. Ultimately, the patient underwent a changeout procedure in which the s-ICD and electrode were explanted. A new s-ICD system was implanted and remains in service. No additional adverse patient effects were reported.